Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
The piece of hip positioner, specifically the flag portion, broke off during the surgery. The piece was embedded in superior acetabulum and was unable to be removed without destroying the acetabulum, so it was left in place. Original intended procedure: right total hip replacement. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).